Event description:
It was reported that the patient did not get therapeutic effect from prialt and/or other narcotics so they wanted the pump off and taken out. The prialt was at the lowest dose. The surgeon accidentally excised the distal segment of the catheter during back surgery. The patient was in the hospital when it happened. The patient did not have symptoms and there was no injury. The pump was delivering prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, lot# n157467001, implanted: (B)(6) 2008, product type: catheter. (B)(4).